Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned gii spc p/s hous collet s 3-8 confirmed the spring and peg is broken off the device. This device also has signs of excessive wear usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, when the surgeon was reaming through the gii spc p/s hous collet s 3-8, the spring came flying off the housing along with the peg. They tried with three (3) gii spc p/s hous collets s 3-8 and all three broke off. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.